Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for poor serum/plasma with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that a couple of the bd vacutainer® cpt¿ mononuclear cell preparation tube had unexpected presentation of blood draws after centrifugation. No serious injury or medical intervention reported.